Manufacturer narrative:
Lot was manufactured from may 5-6, 2020. The device was received for evaluation. Visual inspection via the naked eye showed no evidence of fluid coming out at the distal end of the white flow restrictor. A forced prime was attempted several times to revive flow, but flow was not observed. Further inspection on the flow restrictor revealed air bubbles blocking the fluid path inside the lumen of the capillary glass located inside the flow restrictor housing. The reported condition was verified. The cause of air bubbles could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the delivery of a small volume infusor stopped during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.